Manufacturer narrative:
The customer decided not to repair the unit and has replaced the unit instead. No evaluation of the reported event will be provided.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/27/18 phone call, 3/28/18 phone call, 3/29/18 phone call. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, during a case, the unit would intermittently indicate a system malfunction. The anesthesia machine was replaced. There was no reported patient injury.